Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another device for procedure. It was reported to philips that the system could not emit x-ray. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the hand switch could trigger the exposure, but when the foot switch was pressed, the system disabled the x ray emission. The fse confirmed that the foot switch was defective. To resolve the issue, the fse replaced the wired foot switch. The defective part was sent for analysis, wired footswitch, failure was found and the failure was found to be cable defect and visual inspection reveals issue with loose bracket and missing anti-slip. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.